Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was noted that there was moisture found within the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission (B)(4) 2017 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: a review of the black box showed unexplained power on reset events. The battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and fit to the pump. The battery cap was fastened and unscrewed a half turn with no reboots. Evidence of moisture corrosion was found in the battery canister and on the battery cap. A leak was found in the battery compartment. The rewind, load, and prime steps were performed successfully. No power interruptions occurred during the investigation. The pump cover was removed to find no intermittent conditions or further moisture corrosion. Unrelated to the original complaint, the display was dim and red. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Additional evaluation codes: methods code-(B)(4) .